Event description:
It was reported that the device does not turn on. There was reportedly no patient involvement.

Event description:
It was reported that the device does not turn on. There was reportedly no patient involvement. The unit was not available for the evaluation since the customer declined repair. The customer declined repair. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
H3 other text : customer refused service.